Event description:
The customer reported that the team in pacemaker attached a pair of defibrillator pads to their patient and without the patient moving, or any shocking by the defibrillator, the wire disconnected from the pads. There was no patient harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no deviations or nonconformances initiated with this lot code. The sample provided with this complaint consisted of an opened pouch containing a single AED defib pad attached to the gray wire and no defib pad attached to the white wire. The returned sample was visually inspected, and it was confirmed that the defib pad had become detached from the wire. The investigation involved a review of the supplier documentation for the wire lot used, simulated use testing, complaint, and product history. It was determined that the AED defib pad would require an atypical amount of force, exceeding the products specifications, for the defib pad to be detached and therefore, was not a manufacturing related failure. A specific root cause for the occurrence cannot be identified. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no deviations or nonconformances initiated with this lot code. A sample was not received for the investigation. Because a sample was not returned, no physical product examination was possible to evaluate the wire connection and properties of the electrode; therefore, the reported condition could not be confirmed at this time. Without a sample that displays the reported condition or a sample in which the reported condition can be duplicated, the root cause cannot be positively attributed to a product design or manufacturing problem. Current manufacturing practices require production to be sampled and inspected through a series of functional and visual testing based on valid acceptable quality limit sampling plans to ensure connectivity and shock delivery. The testing performed for this product lot was within specification. Since this complaint is unconfirmed, no complaint trend exists, and a specific root cause for the occurrence cannot be identified, no corrective action is required at this time. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated to reflect our findings. This complaint will be recorded for tracking and trending purposes.